Event description:
Customer reported, while camera yoke at 90 degrees, lehr collimator was installed and latched. Pt was then put onto ect bed. Customer then rotated camera yoke ccw toward study start position of -45 degrees. Customer reported during ccw rotation at approx -15 to -20 degrees, the lehr collimator fell off, first striking the pt in the face, then falling to the floor.